Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level due to this reported issue. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.